Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
It was reported that the patient had a loss of therapeutic effect, during the trial, from their external neurostimulator (ens) since late yesterday ((B)(6) 2015). The patient stated that they ¿have not urinated any significant amount since yesterday¿ and all they have had for bowel movements are ¿just traces stained on my pads¿. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Type of reportable event: "other" was indicated on the initial report. Additional review indicated that "other" does not apply to this event.

Manufacturer narrative:
(B)(4).

Event description:
The patient also stated that their device did not work. If additional information is received, a follow-up report will be sent